Manufacturer narrative:
The surgeon removed the patient's right mandibular component and placed a revision device. The surgeon reported that the revision surgery went well.

Event description:
The patient's right tmj mandibular component was revised due to recurring dislocation secondary to malpositioning of the device.

Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2019. A week after surgery, the patient presented to his surgeon because his teeth would not come into contact with one another. The surgeon observed that the patient's right tmj had become dislocated and he performed a closed reduction and placed the patient into elastics.

Event description:
The patient's right tmj devices dislocated and the surgeon performed a closed reduction.